Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient encountered infusion set's block alarm event on 22-apr-2025. Blockage was at tubing. No further information available

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: a complaint investigation has been initiated under complaint investigation child record (B)(4) the batch 6004096, in question was manufactured at the reynosa site. Device history record (DHR) review: packaging: the lot 6004096 was packaging according to the work instruction (wi) version 77, in the machine multivac 08, on 06/nov/2023, with a total of (B)(4) units. Assembly: the lot 3k04920 was assembled according to wi version 26 on-line inspection for assembly of quick set on 05/nov/2023, with a total of (B)(4) units. The lot 3l01384 was assembled according to wi version 26 on-line inspection for assembly of quick set on 10/nov/2023, with a total of (B)(4) units. The lot 3k04937 was assembled according to wi version 26 on-line inspection for assembly of quick set on 04/nov/2023, with a total of (B)(4) units. The lot 3k04964 was assembled according to wi version 26 on-line inspection for assembly of quick set on 07/nov/2023, with a total of (B)(4) units. Gluing of tubing the lot 3k04911 was manufactured according to the wi version 40 in the gluing of tubing in the machine, mp04, mp05 & mp08 on 01/nov/2023, with a total of (B)(4) units. The lot 3k04915 was manufactured according to the wi version 40 in the gluing of tubing in the machine, mp04, mp05 & mp08 on 06/nov/2023, with a total of (B)(4) units. The lot 3l01724 was manufactured according to the wi version 40 in the gluing of tubing in the machine, mp04, mp05 & mp08 on 13/nov/2023, with a total of (B)(4) units. The lot 3k04915 was manufactured according to the wi version 40 in the gluing of tubing in the machine, mp04, mp05 & mp08 on 06/nov/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.